Event description:
The patient stated that the display screen stays lit and the pump is stuck on the "status" screen. He says he cannot bolus with the pump or advance the menu screen. The patient reportedly does not clean the pump. There was no reported patient impact based on the complaint and the patient reported using manual injections of insulin after he could not use the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation revealed that the up and backlight buttons were intermittently activating pump functions when pressed. Adhesive was found under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.